Event description:
It was reported that during an upgrade procedure a coronary sinus dissection occurred. The patient reported to have experienced shortness of breath. The implant procedure was stopped. The patient was in stable condition after the procedure. There is no further information at this time.